Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, this embold fibered coil was examined. The delivery system was not returned. The device was examined visually and microscopically to reveal a stretched and kinked coil. The reported event was confirmed. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the embold fibered device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the coil was surgically removed. A 14x50 embold? Fibered device was utilized for an embolization procedure on a moderately tortuous subclavian artery with a target vessel diameter of approximately 10mm. This embold coil was used for the first embolization and was believed to have been deployed. Subsequently, another embold coil and a packing coil were inserted. It was then noticed that the first embold coil had unraveled or stretched at its midpoint and was sticking out from the microcatheter. It was suspected that the coil may have been pulled into the microcatheter before it had fully detached. Since placement inside the body was no longer possible, all coils were removed surgically via incision of the subclavian artery, and the procedure was discontinued. No patient complications occurred as a result of this event.